Event description:
It was reported on (B)(6) 2011, via clinic notes dated (B)(6) 2011, that the patient was having harder seizures with 5-6 tonic clonic seizures occurring daily. When the device was interrogated it indicated that there was less than 1/3 of battery life remaining. The only change made was to reduce the off time from 3 minutes to 1.8 minutes. The patient was to follow up to have the device checked again on (B)(6) 2011. The patient's current settings are 2.75/30/500/30/1.8/3/500/60. Systems diagnostics resulted in ok/ok/2111 ohms/ifi = no. Additional clinic notes were received later alleging premature end of service and indicating that the patient will be referred for generator revision surgery. The magnet was said to no longer be effective for seizure control. Good faith attempts to obtain additional information have been unsuccessful to date.